Event description:
It was reported while using a bd plastipak¿ 3ml syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: for the third consecutive purchase this quality has been lacking, for this procedure easy mobility of the syringe is necessary, the syringes are extremely hard, the dr. You have to keep pulling the air and letting it out several times to improve a little.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 20-oct-2022. H6: investigation summary: sample, video, and one photo received by our quality team for investigation. Upon visual inspection, damaged barrel was observed which likely caused the difficulty in plunger movement. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, the occurrence was the locking of the machine. The broken bearing was identified and replaced, the damaged leak test pin was replaced, the equipment lost the reference and therefore passed material that should be discarded, the adjustment was performed, and the equipment was released.

Event description:
It was reported while using a bd plastipak¿ 3ml syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: for the third consecutive purchase this quality has been lacking, for this procedure easy mobility of the syringe is necessary, the syringes are extremely hard, the dr. You have to keep pulling the air and letting it out several times to improve a little.